Manufacturer narrative:
It was previously reported, the device was returned to a third party service center for evaluation. The device passed all testing and was found to operate and alarm as designed. During the evaluation of the device at a third party service center, "service required" codes were found in the ventilator's downloaded error log. The device was recalibrated to address the issue.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a patient's blood oxygen saturation level decreased while on a ventilator. The patient was manually ventilated and placed on another ventilator without incident. The device was returned to a third party service center for evaluation. The device passed all testing and was found to operate and alarm as designed.

Event description:
The manufacturer received information alleging a patient's blood oxygen saturation level decreased while on a ventilator. The patient was manually ventilated and placed on another ventilator without incident. The manufacturer is currently investigating this incident and a follow-up report will be filed when the investigation is complete.